Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent products is identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of the reported device lot were reviewed, with special attention to manufacturing and inspection of this product. Based on the review the products of this lot were found to have met specifications prior to shipment. Investigation summary: the stent delivery system was returned for evaluation with safety lock slider unlocked and the stent loaded in the delivery systems sheath. The outer sheath of the delivery system was found damaged broken close to the handle, the metal tube in which the retraction wire is located was found to be severely deformed. The stent could not be deployed during sample evaluation. The handle was opened during evaluation and no defect of the delivery mechanism could be found. Although significant damage to the catheter of the stent delivery system can be confirmed, it cannot be determined to what extent this damage is related to the reported failure to deploy. In this case limited information was provided. Based on the delivery system returned no indication for a product or manufacturing related cause could be identified. Although significant damage to the catheter of the stent delivery system can be confirmed, it cannot be determined to what extent this damage is related to the reported failure to deploy. Based on information provided there was no report of a kink or any other defect than a failure to deploy. It is unknown, if the device may got damaged during preparation or advancement of the delivery system to the target lesion. Based on evaluation of the sample returned break of the delivery systems catheter as well the impossibility to deploy the stent is confirmed. However, it cannot be determined to what extent the damage of the delivery systems catheter is related to the reported failure to deploy. Based on information available, a definite root cause could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use (IFU) was found to address the potential risks of the reported issue. In particular the IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The correct procedure for preparation and stent deployment were found to be described in the IFU; e.g. The "predilation of the lesion should be performed using standard techniques."; "keep the device as straight as possible following removal from the packaging and while inserted in the patient."; and "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." According to the labeling supplied with this product 6f (2.0 mm) or larger introducer sheath, 0.035 inch and a (0.89 mm) diameter guidewire are required to facilitate delivery and deployment of the lifestent solo vascular stent system. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using lifestent. During the procedure, the stent didn't deploy. There was no reported patient injury.